Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high thresholds were noted on the right atrial (ra) lead.  Atrial capture could not be confirmed.  The ra lead remains in use. No patient complications have been reported as a result of this event.